Manufacturer narrative:
The insulin pump passed the self test. Insulin pump was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarms. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Drive count or time values or changes incorrect for moving or coasting. Too slow or too fast not confirmed. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that there was a response from the centre key and down arrow. Customer stated they replaced battery and rewind the insulin pump but the insulin pump error was reoccurred. The insulin pump will be returned for analysis.